Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information received later reported the patient was just recently given authority from workers comp to have an MRI. Per the patient the hcp informed the patient that he needs a third fusion surgery, the patient needed his whole neck fused. Both sides were pinching nerves and there is no spinal fluid going in / out of the cervical spine and this was causing the patient horrific pain. The patient had a fall last month down the steps. The patient stated the falls were not related to his pump therapy. The patient's 2/3 of their spine was fused and the patient was afraid they damaged something. The patient was also having bladder problems since the fall. The patient's spine surgeon would not even order an x-ray when he went to see him and the hcp told the patient he could not have anymore surgery on his back. The patient had "flat back syndrome" and no one will touch him anymore.

Event description:
It was reported that, at the time of this report, the patient had severe pain in his neck, which started approximately 27 months prior to this report, following a bad fall that occurred several years prior to the report. At the time of that fall, there were 5 medications in the pump, which included baclofen, dilaudid and bupivacaine. The pain was reportedly pinching a nerve in his neck, so he had severe pain in his shoulder blade, which felt like a knife was stabbing him. The pain was severe. The pain level average was a 7, but when the patient tried to walk, it went up to a 9 and the patient couldn¿t walk more than 30 yards. This had also been occurring since the bad fall that occurred several years ago. The patient was told that he needed a fusion and needed to have the nerves in his elbow re-routed. The patient¿s scar tissue was growing quickly. Details associated with this scar tissue were not reported. The patient previously had oxycontin, which relieved the patient¿s to a pain level of 5, but the patient couldn¿t find a doctor to prescribe it. The patient also had large growths, bursas, coming out of his back. The largest one was next to the catheter. It w as initially thought that it was a ¿bolt¿ coming out, but it was not. The patient had 3-4 bursas coming out on his hip. The bursas had fluid in them, which could be drained, but the bursas could not be removed due to nerve endings. The patient could not sit in a chair or in a car. It was noted that the pump was on the patient¿s belt line, which caused a lot of problems. The pump was working well and was doing what the patient was told it would do. The patient¿s current healthcare provider (hcp) wouldn¿t prescribe anything more than 10mg of percocet. It was noted that, when the patient was in the hospital, he had numerous medications and, for some reason, had a high tolerance. Details of this hospitalization were not reported. At this time, the device system was used to deliver 5 medications, which included baclofen, dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient did not have concerns with their device or therapy currently. The patient did wish though that the pump was thinner. It was very uncomfortable because it was on her belt line so it would push the pump up and outward. As a result, the patient had to wear her pants too low &#50130; where they should be&#56224;the pump was also sticking out and the patient would hit it a lot on tables when getting up from eating. Other than that, she loved the results she got. No further information was noted.